Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the minute ventilation sensor had been removed from the header. The ra (-) and ra (+) seal plugs were missing. There was a hole in the rv (-) seal plug. All setscrews were in the up (loose) position. The ra (-) and rv (+) setscrews were stuck. The ra (+) setscrew had a piece of wrench stuck in the hex slot. The rv (-) set screw moved freely and operated normally. A review of the device memory noted no resets or error codes. Laboratory analysis confirmed the reported clinical observation of stuck setscrews.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device replacement procedure, the set screws on this implantable pacemaker could not be loosened. Several troubleshooting options were attempted; including mineral oil, different physician attempts, and multiple different torque wrenches. One of the torque wrenches broke inside the proximal right atrial (ra) set screw. The device was left implanted and the patient was sent for another revision procedure. During that procedure, the end of the device was removed and the leads were able to be pushed out. The distal right ventricular (rv) set screw was able to be turned. A new device was implanted. No additional adverse patient effects were reported.